Manufacturer narrative:
D10: concomitants: 5834008 02-012-60-1440 - logic stem ext 14mm x 40mm. 5060750 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm. 6378823 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. The product associated with the reported event is within the scope of recall z-0023-2022: however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: (B)(6). Related case: (B)(4). As reported via legal documentation, on or about on (B)(6) 2020, this patient underwent revision of her right knee due to implant loosening and significant synovitis. On or about on (B)(6) 2022, approximately 2 years and 6 months after their first revision surgery, the patient underwent another revision surgery of her right knee due to mechanical failure. During the revision surgery, the surgeon noted that there was "large effusion with extensive poly wear synovitis throughout the knee" and that there was "medial tibial osteolysis with areas of bony erosion" the subsequent post-operative diagnosis confirmed that the patient's right total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. 5727847 02-010-06-0330 - logic cc femoral size 3, right 510k: k150890. Concomitants: 5834008 02-012-60-1440 - logic stem ext 14mm x 40mm. 5060750 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm. Serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 6378823 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t.